Event description:
A physician reported that an ophthalmic main knife did not cut during surgery. The procedure details and patient impact were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. All the information was already submitted under the manufacturer reference number 2523835-2023-00474. No further reports will be scheduled under mfg report number 2523835-2023-00745. The manufacturer internal reference number is: (B)(4).